Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure of a mildly calcified right common femoral artery was attempted using a starclose se device. Reportedly, when the device was removed, bleeding continued and the starclose se clip was observed on top of the patient's skin. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. (B)(4) - patient selection. The starclose se device was reportedly deployed in a mildly calcified common femoral artery. The starclose se device instructions for use (IFU) under precautions states that the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. In addition, the IFU states do not deploy the clip in areas of calcified plaque.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip observed on top of the skin of the patient after deployment was not confirmed because the clip was not returned with the device. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar clip deploying on top of the skin of the patient incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. The starclose se device was reportedly deployed in a mildly calcified common femoral artery. The starclose se device instructions for use (IFU) under precautions states that the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site. In addition, the IFU states do not deploy the clip in areas of calcified plaque.